Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A journal article was reviewed which contained information regarding the impact of aortic valve closure on adverse events and outcomes with a left ventricular assist device (lvad). 36 patients had a pump thrombus and 24 patients had an ischemic stroke or transient ischemic attack.  No additional information has been provided at this time. No further patient complications have been reported as a result of this event.